Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision recommended - initial surgery date (B)(6) 2005. Asr xl - right; reason(s) for revision: unknown. Safety report form: the subject has had trochanteric discomfort on and off since primary hip surgery. [...] MRI showed hip joint effusion with no other fluid collections seen. [...] Thinning of the gluteus minimus insertion at the greater trochanter, consistent with longstanding partial tear. MRI source email: right tha noted with a short femoral stem, findings consistent with a resurfacing arthroplasty. There is a moderate amount of fluid in the hip joint, containing complex material. [...] Slightly thinned gluteus minimus insertion consistent with a chronic partial tear. No oedema is seen however, suggesting a chronic appearance. [...] Sigmoid diverticular disease. Safety report form: the investigator determines this event to have a possible relationship to the asr cup.